Manufacturer narrative:
The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump was also received with a critical pump error (open book image) alarm. No blank display noted. Unable to test for failed battery alert/battery failed alarm and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25 alarm, low battery alert, power loss alarm, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm recorded in the formatted history file on the event date. Unable to test for failed battery alert/battery failed alarm due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm was unknown. There were no fatal¿critical¿alarms, or¿three consecutive¿critical handling alarms found in the formatted history file/detailed trace file/diagnostics trace file. Critical pump error (open book image) alarm, suspected on hw. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the battery compartment. Battery cap contact missing/damaged was confirmed. Blank display was not confirmed. Unable to perform the required testing and test for failed battery alert/battery failed alarm due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported area that holds the battery was cracked. Pump will not hold battery, pump was blank. Also the gold piece came off battery. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer will discontinue to use the pump and insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.